Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection of the returned products noted that one reload had a full staple complement and three reloads were fully fired. Microscopic evaluation noted that the three fully fired reloads had damage to the cutting edge of the knife blade. The clamping mechanisms on the three fully fired reloads were deformed. The staple pushers on the three fully fired reloads were depressed. The reload with a full complement of staples showed no visual abnormalities. The three fully fired reloads were loaded into a post market vigilance instrument for functional testing. The interlock was overridden and the reloads were cycled without hesitation or binding. The reload with a full complement of staples was loaded onto a device and adapter. The reload communication with the handle was verified and revealed that the returned reload had not been fired. The reload was applied to test media with proper staple formation and media transection. The handle correctly displayed that the reload had been fired. Functional testing confirmed the safety interlock feature successfully prevented all four reloads from cycling again. A r eview of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A dditionally, the investigation detected a secondary condition of obstruction and thick tissue damage that has no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism and partially flushed staple pushers. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemi colon and a part of the liver, the component of the first reload broke off and was found on the table. They used two other different types of reloads with the handle, one of the reloads was not able to fire. The screen displayed a yellow circle aligned with the reload symbol. They used a new reload to complete the case. There was no patient injury.